Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 737 mg/dl. The customer also reported chest pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to continue with the troubleshooting as he was still in the hospital. The customer also mentioned that he has been hospitalized four times since (B)(6) due to high blood glucose levels and angina. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.